Manufacturer narrative:
The company rep examined and verified the system. The cassette latch seal was replaced. The system was then tested and met all product specifications. No parts related to the reported event were replaced and therefore, the customer reported event of the difficulty injecting oil was not confirmed. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported difficulty in silicone oil suction during a procedure. The case was completed using the same system; however, the case was delayed. There was no pt harm reported. Additional information has been requested. This is the second of two medical device reports for this facility.